Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, no fiber or hair was observed in the implant, creases fold and wear abrasion. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no fiber or hair was observed in the implant.

Event description:
Healthcare professional reported "hair inside the sterile packing." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hair inside the sterile packing".

Event description:
Healthcare professional reported "hair inside the sterile packing." Device was not implanted.